Event description:
Customer reports receiving erratic readings. In blood glucose tests , customer received readings of 45, 245 and 268 mg/dl within i0 minutes. The results, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.